Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 140 mg/dl versus 268 mg/dl meter to lab. Tests were done within 10 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported.